Event description:
The user facility reported that the device slipped during a procedure. Additional info has been requested.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Valid or that the device caused or contributed in any way to a death or serious injury.